Manufacturer narrative:
(B)(4) 2011, the analysis on this device is pending.

Event description:
During the implantation procedure, after the leads were attached to this pacemaker, it would not sense or pace. This pacemaker was not implanted; a new reply was implanted successfully.

Manufacturer narrative:
(B)(4), 2011. The analysis on this device is pending. (B)(4), 2011.

Event description:
During the implantation procedure, after the leads were attached to this pacemaker, it would not sense or pace. This pacemaker was not implanted; a new reply was implanted successfully.